Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 29 mg/dl (system 1) and 154 mg/dl (system 2). No adverse event reported. It is unknown which test strip lot was used for which meter and results. Return of the suspect device was requested for evaluation.